Manufacturer narrative:
This report is for an unknown long proximal femoral nail. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the subsequent review of the following journal article: choy, w., kim, k., lee, s., and yang, d. (2012). Implant failure of long proximal femoral nail antirotation in patient with subtrochanteric pathologic fracture. Eur j orthop surg traumatol, 22, 609-612. The authors presented a case study of a (B)(6) female patient with subtrochanteric pathologic fracture due to breast cancer who was implanted with synthes device, long proximal femoral nail antirotation, which subsequently failed. The patient demonstrated metastatic pathologic fracture of the right proximal part of the femur due to disseminated breast cancer seen via radiograph and magnetic resonance imaging. She was implanted with the long proximal femoral nail antirotation and injected with bone cement (manufacturer not reported) for filling of osteolytic lesion. Two and a half months postoperatively, the patient presented with right hip pain. The nail was broken at the junction of the antirotational blade and intramedullary portion of the nail. The nail was removed, eight centimeters of the proximal part of the femur was resected and the patient underwent a planned bipolar hemiarthroplasty. The right hip pain was much relieved; the patient was subsequently able to walk without any aid after revision surgery. This report is for an unknown long proximal femoral nail. This is report 1 of 2 for complaint (B)(4).